Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis procedure, the safety mechanism on the stapler would not release and therefore the stapler could not be fired. The anastomosis could not be completed. The surgeon hand sewn the anastomosis to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis procedure, the safety mechanism on the stapler would not release and therefore the stapler could not be fired. The anastomosis could not be completed. The surgeon had to revert to other products and methods to continue with the procedure.